Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an acute type b aortic dissection; anatomical details have not been provided. Five days post index procedure the patient had transient spinal cord ischemia, which manifested as acute onset weakness involving both lower extremities and numbness extending up into the thoraco/abdominal region. The spinal cord ischemia was treated medically, which prolonged the patient's hospitalization; however, the symptoms resolved while waiting for an MRI. The spinal cord ischemia was assessed to be unrelated to the device or the dissection but related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (vascular ischemia).